Event description:
It was reported that the foot section broke away from the bed. Allegedly, the pt landed on the floor. Reportedly, the pt complained of injuries and pain.

Manufacturer narrative:
The reported event occurred in foreign country. We are working with our distributor to gain access to the affected unit.